Event description:
It was reported that when making exposures with the 9600+ system there was a continuous beeping from the fluoro speakers. It was noted that it is unknown if the system was making fluoro. System required reboot to continue. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following component has been ordered. Footswitch assembly. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional information is received that indicates otherwise, a followup report will be submitted as required.